Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Through follow up with the healthcare provider edwards learned the 21mm aortic pericardial valve showed degeneration after an implant duration of four years, six months. The patient was declined for both surgery and transcatheter aortic valve implantation due to patient condition. Unfortunately, the patient expired four months later due to unknown reasons. Surgeon reported a cardiac-related death cannot be excluded and the structural valve deterioration could have contributed to the patient's death but the real cause was the weakness of patient's shape who was not able to cope with either redo surgery or valve-in-valve intervention.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, may have contributed to this event but the cause is indeterminable. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of a presentation of data related to the (B)(6) study (etude clinique et echographique de la valve péricariaque edwards à nantes¿), the following event: patient # 4: (B)(6) at implant ¿ following detection of svd the patient died. The exact implant duration was not provided, however it was reported that "overall mean follow-up for svd (for the 4 patients) was 5.3 ± 0.8 years" the svd was caused by valve calcification leading to valve stenosis.